Manufacturer narrative:
On 23 oct 2017, arjohuntleigh received information from our distributor (B)(4) about a customer complaint involving arjohuntleigh ceiling lift system: voyager portable ceiling lift attached to a 2-post assembly easytrack system (portable installation). Following the information reported, the horizontal extendable track detached from the upright posts. Neither injury nor harm was reported to arjohuntleigh. It should be emphasized, that the easytrack installation is a floor to ceiling pressure fit system, not requiring a permanent installation to the structure of the room. The instruction how to prepare the system to use is described step by step in the instruction for use (IFU 001.10600.en, rev. 12) which is delivered with each portable installation. If the user follows every guideline given in the IFU, there is a very low possibility of any potentially risky situation to occur. The easytrack system in question was installed in the customer facility on (B)(6) 2017 by service engineer from 3rd party company: (B)(4). It was confirmed by the device's distributor that there was no product modification performed on the ceiling lift installation system at the time of system installation and the ceiling device has never been serviced before. The inspection of the involved ceiling lift installation system was performed by the device's distributor, (B)(4) on 29 nov 2017. At time of inspection, it was observed that the rail end bracket was slightly bent (bracket is located at the end of the extendable track, this component allows to place the track onto the upright posts). It was concluded that this malfunction occurred after the reported issue, as a consequence of track rails fall on the floor. Based on above, it was confirmed that the reported malfunction (bent rail end bracket) did not contribute to the issue occurrence. It also allowed to rule out the potentially manufacturer defect a cause of the problem occurrence. According to the instruction for use (IFU 001.10600.en, rev. 12) the caregiver is obligated (before every use) to perform inspection of installation according to following points: "carefully inspect all the components. If any pieces are missing or appear damaged - do not assemble. Contact your local arjohuntleigh agent for further instructions", "ensure all components are in working order", "ensure that the extendable track cannot be extended beyond the red marks", "ensure that the holes on both sides of every posts are not flared du to wearing and that the pins are in good working order". "Using the clip-on level, make sure that all posts are straight. If any post is not straight remove the extendable track and level post accordingly", "red mark on top of each post (under the top plate) is not visible", "the extendable track is secured in place. Press up on the track to make sure that it is locked onto the post". In this particular case, the information related to correctness of extendable track installation was not revealed, therefore it was unable to determine if the extendable track was placed in the intended position, according to the manufacturer's instructions. When reviewing similar reportable events registered during last 5 years (nov 2012 up to dec 2017) we have found a limited number of cases that may relate to the issue investigated here: unstable easytrack system. Mentioned review revealed that this type of failure: system instability and lack of product failure, is only possible to occure when the user is not following the assembling protocol, described in the product instruction for use. Despite our best effort, it was not confirmed whether the system was being used with a resident at the time of the event. Although there was no serious injury reported in relation to this incident, the complaint decided to be reportable due to the allegation of extendable track's fall which may result in serious injury upon recurrence. Upon the conducted investigation, the system was unstable so it did not meet the manufacturer's specifications during the incident.

Event description:
On 23 oct 2017, arjohuntleigh received information from our distributor (B)(4) about a customer complaint involving arjohuntleigh ceiling lift system: voyager portable ceiling lift attached to a 2-post assembly easytrack system (portable installation). Following the information reported, the horizontal extendable track detached from the upright posts. Neither injury nor harm was reported to arjohuntleigh.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2017, arjohuntleigh received information from our distributor (B)(4) about a customer complaint related to the voyager (portable ceiling lift) attached to a 2-post assembly easytrack system (portable installation). It was reported that the track was detached from the posts. So far there was not reported to us injury or harm related to this incident.